Event description:
After approx 2 days of iab therapy, alarms sounded. The lines were checked and pumping resumed, alarms sounded again; the lines were flushed and purged. Blood was then noted in the tubing. The iab was removed and replaced. No pt injury occurred.